Event description:
It was reported that the sterilized bag was found opened. During unpacking, the sterilized bag of mach1 guide catheter was found opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a mach 1 guide catheter inside an opened product pouch positioned upside-down (the tip was positioned at the top of the product pouch). The packaging card was not received with the opened pouch. The product pouch was received folded up and damaged. The guide catheter within the pouch revealed two shaft kinks located 26.5cm and 66.5cm from the strain relief. The shaft kinks corresponded with the damage to the packaging. Inspection of the packaging revealed that both the bottom seal of the product pouch was open. There was good evidence of heat transfer on the poly and tyvek sides of the pouch with material of the tyvek on the poly. The evidence is conclusive that the pouch was sealed at one point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the sterilized bag was found opened. During unpacking, the sterilized bag of mach1 guide catheter was found opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.